Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were caused by ventricular tachycardia (vt) and hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial (B)(6) and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The file was otherwise unremarkable, and the system appeared to operate as intended. The account submitted a video clip of an echocardiogram (echo) obtained during an active low flow alarm while the patient was lying on his left side. According to the account, the inflow cannula was well-positioned. It was later reported that the patient continued to have low flow alarms after the echo and became hypotensive with vt. The cause of the low flow alarms was identified as vt and hypovolemia, and the alarms resolved with intravenous fluid resuscitation. It was reported the patient experienced non-sustained ventricular tachycardia (nsvt) and had an implantable cardioverter-defibrillator implanted prior to ventricular assist device (vad) implant. The patient was listed for transplant with an elevated status due to the low flow alarms and continued symptomatic vt. The patient underwent a transplant on (B)(6) 2021 and the pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians, and the heartmate 3 pocket guide to alarms for patients and caregivers, are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were caused by ventricular tachycardia (vt) and hypovolemia. A direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow alarms on 28sep2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The file was otherwise unremarkable, and the system appeared to operate as intended. It was reported that the patient was listed for transplant with an elevated status due to the low flow alarms and continued symptomatic vt. The patient underwent a transplant on (B)(6) 2021. (B)(6) was returned assembled with the pump cable cut approximately 4.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev. C, are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be provided once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced constant low flow alarms paired with elevated pulstatility index (pi) events. The alarms occurred when the patient was lying on their left side during sleep. The patient was brought in for arterial line and right heart catheter (rhc) inspection, and confirmed that there was no hypertension, no ventricular tachycardia (vt), and the outflow graft was fine. The patient's filling pressures were low, but even with correction of volume. The patient consistently had 5-7 alarms per night, but only when lying on their left side. A follow up rhc and echocardiogram (echo) was planned for (B)(6) 2021 to attempt to recreate low flows. The echo was obtained during an active low flow alarm while the patient was lying on their left side and the device looked good. On the morning of (B)(6) 2021, the patient stated they had many more low flow alarms throughout the night, became hypotensive, and had ventricular tachycardia (vt). The cause of the low flow alarms was ventricular tachycardia (vt) and hypovolemia. The alarms were resolved by intravenous fluid resuscitation. The results of the echocardiogram were as follows: the aortic valve opened intermittently and incompletely during systole, there was no aortic insufficiency. The ventricular septum appeared midline, left ventricular internal dimension in diastole was 6.1cm. Inflow and outflow cannulae were not well visualized, though spectral doppler gradients not suggestive of stenosis. Left ventricle was moderately dilated with left ventricle ejection fraction = 10% and global hypokinesis. Right ventricle was mildly dilated with borderline normal systolic function. Estimated pulmonary artery systolic pressure was 21 mmhg. The mitral valve was repaired with a mitraclip, no residual regurgitation, no stenosis. The patient was put on the list for heart transplant. On (B)(6) 2021, the patient received a transplant. The patient had elevated status due to continued low flow alarms and vt.